Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation to the reported aortic insufficiency and the heartmate ii lvas could not be determined through this investigation. The submitted log file contained data from 22feb2019 through (B)(6) 2019. Elevations in pump power and estimated flow were noted throughout the log file, ranging from 9.7 to 12.3 watts and 9.8 to 12 lpm, respectively. Most of these elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Additional information was provided stating had dyspnea on exertion with some edema. Pump speed was decreased to 9400 rpm under echo guidance. The patient had slight hematuria, however the patient had ureteral stents removed last week and has had hematuria since then. Ldh was up from 321 u/l to 403 u/l. The cause for the power elevations had not been determined. The patient was admitted several days after these files were sent due to an ICD shock event. The patient was doing well and was planning to have a minimally invasive valve replacement. The patient had aortic insufficiency and it was not clear if it was vad related. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year an 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that although the patient is doing well; there are plans for the patient to undergo a minimally invasive valve replacement due to having an aortic insufficiency (ai). It is unclear whether the ai is vad related. No additional information was provided.